Event description:
The astron self-expandable stent system was selected for treatment of a mildly calcified lesion (100 percent stenosis degree) in part of the proximal iliac artery. The device was inserted into the total occluded lesion and was started to be released. However, after 1/5 of the release, the stent could no longer be released. The stent was withdrawn.

Event description:
The astron self-expandable stent system was selected for treatment of a mildly calcified lesion (100 percent stenosis degree) in part of the proximal iliac artery. The device was inserted into the total occluded lesion and was started to be released. However, after 1/5 of the release, the stent could no longer be released. The stent was withdrawn.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). Initially, it was reported that the complaint device will become available. The fully functional replacement device of the same lot was returned and clarified that the actual complaint device was scrapped in the hospital. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.